Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a 43-year-old female patient who had essure (batch no. 646523,674117), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: flank pain, nausea, vomiting, anemia, kidney stone, neurofibromatosis, pyelonephritis and abnormal uterine bleeding. Concomitant products included: medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological injury/depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device right coil"), (B)(6) months (B)(6) days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration. Current weight 150 lbs. Number of coils inside cavity: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, impression: the study shows a single essure coiled within the left fallopian tube origin with occlusion of the left fallopian tube. Right fallopian tube remains patent. Incomplete right tubal occlusion confirmed. No coil identified with in the pelvis or included mid to lower abdomen; on (B)(6) 2010, results: bilateral occlusion. Lot number#: 646523, manufacture date: 2009-06, expiration date: 2012-06; lot number#: 674117, manufacture date: 2009-09, expiration date: 2012-09. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. 646523,674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, nausea, vomiting, anemia, kidney stone, neurofibromatosis, pyelonephritis and abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological injury/depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device right coil"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration. Current weight 150 lbs. Number of coils inside cavity: 4 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram on (B)(6) 2010: impression: the study shows a single essure coiled within the left fallopian tube origin with occlusion of the left fallopian tube. Right fallopian tube remains patent. Incomplete right tubal occlusion confirmed. No coil identified with in the pelvis or included mid to lower abdomen; on (B)(6) 2010: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter, lot number, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('expulsion of essure device right coil') in a 43-year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from(B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological injury/depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('expulsion of essure device right coil') and genital haemorrhage ('abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from 11-nov-2009 to 1-feb-2010, nsaids since november 2009 and paracetamol (acetaminophen) since november 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological injury/depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Events added: expulsion of essure device right coil, abnormal bleeding, mental anguish, abnormal bleeding(vaginal) and menorrhagia. Event clubbed and pt term updated: psychological injury/depression. Reporter and concomitant drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). At the time of the report, the device dislocation, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Essure insertion date updated. New events added: abdominal pain, psychological injury, migration. Lab data was updated. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.